Event description:
Caller reported an inform system result of 328 mg/dl and a lab result of 141 mg/dl within 10 minutes. Also reported an inform system result of 321 mg/dl and a lab result of 44 mg/dl within 10 minutes. Also reported an inform system result of 340 mg/dl and a lab result of 74 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement sent.